Event description:
During a supraventricular tachycardia procedure, it was noted that the catheter pressure value was not displayed resulting in a delay. The precision mapping system was restarted, and the optical fiber was reconnected with no resolve. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, e1, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported event of a contact force issue was confirmed. No contact force was displayed when the returned device was connected to the tactisys quartz unit. A thermocouple signal loss error was displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed thermocouple error message. Further investigation revealed that the catheter backfill material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) wires were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.